Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant, the patient complained of dizziness and the physician observed lost in ventricular pacing and atrioventricular block. The right ventricular (rv) lead was repositioned but two days later the physician detected that the implantable pulse generator (ipg) was not pacing. The thresholds were high and the impedances were above 3000 ohms. The physician decided to replace the ipg. The physician suspects that the issue may have involved the connector block. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.